Event description:
Patient's wife contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Dexcom technical support advised patient's wife perform a paperclip reset patient's wife will call back if the issue persisted. At the time of contact the patient's wife did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).